Manufacturer narrative:
The complaint received states this (B)(4) study patient suffered a peri-procedural mi during the index procedure. The patient is an (B)(6) male who was enrolled in the (B)(4) study for stenting of the coronary artery. The patient has a medical history that includes chest pain, CABG (1995), and hypothyroidism. The index procedure took place on (B)(6) 2009. The target lesion location was the proximal right coronary artery (rca). The lesion was de novo. The rate of stenosis was 80%. The lesion was greater than or equal to 30 mm. Pre-dilation was performed and a cypher ((B)(4) / lot 15030472) was deployed at 12 atmospheres in the lesion. An additional cypher ((B)(4) / lot 15030470) stent was deployed, proximal to the initial stent, overlapping, to fully cover the lesion. The stents were post-dilated and the procedure was successfully completed. There was no malfunction with the stents. There was no reported injury to the patient. On (B)(6) 2009 at 09:04, the ck was 37 (nl 238, ratio <1), the ckmb was 1.2 (nl 3.8, ratio <1) and the troponin-I was 0.02 (nl 0.03, ratio <1). On (B)(6) 2009 at 19:04, the ck was 46 (ratio <1), the ckmb was 2.7 (ratio <1) and the troponin- I was not drawn. On (B)(6) 2009 at 07:08, the ck was 81 (ratio <1), the ckmb was 6.7 (ratio 1.76) and the troponin-I was 1.10 (ratio 36.7). The ECG core lab reported new, persistent paced rhythm (v paced), uninterpretable for mi due to paced rhythm. The patient was discharged the next day with aspirin and clopidogrel prescribed. Patient presented to the ER on (B)(6) 2011, with chest pain. Work up was negative for cardiac chest pain. The patient was diagnosed with esophageal spasm. The condition was medically managed. Patient was discharged the next day. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product. The study stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00328 and 3003742446-2012-00329.

Event description:
The cec adjudication committee from the cypress study reviewed the procedure information and agreed that the patient had suffered a peri-procedural myocardial infarction (mi). The patient is an (B)(6) male who was enrolled in the (B)(4) study for stenting of the coronary artery. The patient has a medical history that includes chest pain, CABG (1995), and hypothyroidism. The index procedure took place on (B)(6) 2009. The target lesion location was the proximal right coronary artery (rca). The lesion was de novo. The rate of stenosis was 80%. It was also noted that a 70% sidebranch stenosis of the acute marginal was present. The rca lesion was greater than or equal to 30mm. Pre-dilation was performed and a cypher ((B)(4)/ lot 15030472) was deployed at 12 atmospheres in the lesion. An additional cypher ((B)(4)/ lot 15030470) stent was deployed, proximal to the initial stent, overlapping, to fully cover the lesion. The stents were post-dilated and the procedure was successfully completed. There was no malfunction with the stents. There was no reported injury to the patient. The patient was discharged the next day with aspirin and clopidogrel prescribed. Adjudication notes were received and the adjudication committee agrees that the patient had suffered a mi during the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00328 and 3003742446-2012-00329.